Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient is having issues with the device and the device is not working correctly. Further attempts have been made for clarification regarding the reported issue. If received, a follow-up report will be sent.